Manufacturer narrative:
UDI (B)(4). This is one of two manufacturer reports being submitted for this case.  The devices are to be returned for evaluation. Investigation is underway.

Event description:
As reported by the field clinical specialist for the (B)(6) clinical study, a 29mm sapien 3 valve ¿tore¿ the 29mm commander delivery system balloon when aligning the valve on the balloon. The valve alignment is usually performed outside the sheath, however, it is possible that the sheath split and an "attempted" to align the valve was performed within the sheath. The balloon was caught onto the distal end of the valve. Withdrawal difficulties with retrieving the valve back through the 16f esheath were encountered. At the proximal end of the valve where the skirt was, ¿the valve prongs were sticking out.¿ a cutdown had to be performed to remove the entire system. A kink was noted and upon retrieval the whole balloon was on top of the valve.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no:  2015691-2019-00007.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The delivery system was returned after use in the procedure. The delivery system was in default position and inserted through full loader assembly and distal portion of delivery system detached. The delivery system was visually inspected and the following was observed: flex tip gouges, crimp balloon torn by triple markers and stretched, inflation balloon wings flared, balloon spring is bunched and compressed, inflation balloon is wrinkled and bunched and valve was returned placed over nose tip, multiple struts bent on inflow side, longitudinal to radial burst on inflation balloon and compression on flex shaft by flex tip bond. Photographs were provided by the complaint site. They show the condition of the device following the procedure. On this distal portion of the delivery system that is separate from the rest, the valve appears on the proximal taper of the inflation balloon, which is bunched and filled with blood. The valve struts are bent on both ends. The crimp balloon is torn by the triple markers and stretched. Procedural cine was provided for review. It is unclear at what point in the procedure the cine was taken (during valve alignment or device withdrawal). Regardless, anatomy appears to be curved suggesting tortuosity in the vasculature. The delivery system and sheath are not coaxial suggesting a tear in the sheath. There is severe valve diving (bent struts) and compression of the balloon spring. It appears to show attempted delivery system withdrawal showing non-coaxiality of the sheath, delivery system, and valve. Valve diving (bent struts) and balloon spring compression are present along with severe compression/bending of the flex shaft by the flex tip/flex shaft bond. This confirms the complaint for ¿delivery system ¿ kinked, bent¿. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. The torn balloon was confirmed. Double wall thickness measurements were taken on the crimp balloon along the balloon separation. The measurements meet the double wall thickness specification. Additionally, single wall thickness along the inflation balloon tear was taken since a thickness below specification could have contributed to the damage and be indicative of a manufacturing non-conformance. The measurements meet the single wall thickness specification. Review of history revealed no additional complaints for ¿balloon ¿ torn¿, ¿flex shaft ¿ kinked, bent¿, or ¿delivery system ¿ withdrawal difficulty, valve through sheath¿. A review of the complaint history from january 2018 to december 2018 revealed other returned complaints for the edwards commander delivery system (9610tf and 9600lds, all sizes) for ¿balloon ¿ torn¿. A review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for the trend category of ¿damaged¿. A review of the complaint history from january 2018 to december 2018 revealed other returned complaints for the edwards commander delivery system (all sizes) for ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿. A review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for the trend category of ¿withdrawal difficulty¿. Complaint data for the previous 12 months (january 2018 through december 2018) was reviewed for the commander delivery system (all models and sizes) for ¿delivery system ¿ kinked, bent¿. A review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for the trend category of ¿kinked, bent¿. During the manufacturing process, the entire delivery system is visually inspected and tested several times. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty, valve through sheath¿ were confirmed based upon the visual inspection of the returned devices. The complaint for ¿delivery system ¿ kinked, bent¿ was confirmed based upon imagery review. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing nonconformance. Furthermore, review of available information (complaint history, lot history, and DHR) was unable to identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. It is possible that the cause of the crimp balloon tear is related to the potential root causes identified and documented in an investigation. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Imagery review revealed that valve diving did indeed occur in this case and that the anatomy was tortuous. Valve diving was also evidenced in the severe gouges observed on the flex tip of the returned device. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Also if residual fluid remained in the system from the de-airing the balloon during device preparation, high valve alignment forces could cause material failure in the area in question as evidenced by another previously performed engineering study. Once the balloon tore, difficulty may have been encountered when retrieving the balloon into the sheath. Withdrawal of a torn balloon can cause the inflation balloon legs to become stuck on the tip of the sheath or liner during removal. The legs of the inflation balloon were flared outwards on the returned device, suggesting that they may have become caught on the sheath during removal. The inflation balloon was also bunched. The enlarged balloon profile likely made it difficult to retrieve into the sheath. Also, the bent valve struts observed in the imagery review and on the returned device likely caused difficulty during retrieval as well. Manipulation of the device to overcome the withdrawal difficulty (high pull force) likely contributed to the flex shaft compression/bending observed during imagery review. As a result, the root cause for the reported complaint events can likely be attributed to patient and/or procedural factors. Additionally, the investigation captures further investigation to address complaints related to crimp balloon tears. The investigation identified a potential manufacturing factor which was correlated with an increase in reported complaints. The complaints for ¿balloon ¿ torn¿, ¿delivery system ¿ kinked, bent¿, and ¿delivery system ¿ withdrawal difficulty ¿ valve through sheath¿ were confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient and/or procedural factors may have contributed to the complaint events. Since no product non-conformances or IFU/training inadequacies were identified, and the respective trend categories do not exceed control limits, no corrective or preventive action is required at this time. However, per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in an investigations.